Event description:
A report was received via social media that the patients spinal cord stimulator (scs) system was non functional. It was noted that the patients ipg and leads had migrated. The patient underwent an explant procedure. No further information could be obtained.